Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to replicate the reported issue. Once the unit was out of auto mode, the unit was unable to return to auto mode. The fse also observed that the "help up" and "help down" button were unresponsive. The fse replaced the keypad assembly, keypad overlay, and keypad controller board. The fse completed a successful keypad test in service mode. After the component replacements, the unit was able to go back and forth between auto and semi mode while completing a simulated treatment with a trainer. The fse was able to navigate the help menu on the unit with no issue. There were no issues found within the iabp log files. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter was shortened due to the character limit. The full name should read (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would not go into auto mode. Later it was reported that the iabp was exchanged with another one in order to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Additional information: tel - (B)(6).

Event description:
N/a.